Manufacturer narrative:
The returned valve was patent, passed siphon testing, and met all the spec for pressure flow and preimplantation testing. It did not meet the requirements for leak testing and reflux testing due to multiple tears in the top of the delta chamber. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that the valve was allegedly leaking during implantation. The valve was replaced with a new one.